Event description:
The patient was having heart surgery. This event occurred when the hand controlled pencil that was connected to the bovie generator was not functioning. The hand controlled pencil was then plugged into a different machine. The hand controlled pencil was immediately activated when plugged in because a surgeon had the foot pedal depressed already. While hand-activated pencils are primarily activated by the buttons on the pencil, they can also be activated by the foot pedal if plugged into the same channel on the generator as the foot pedal control. It appears this fully activated pencil was not holstered, but instead resting on the drapes above the patient's thigh. It is presumed the burn resulted from contact with the pencil tip.the activated tip of the bovie pencil caused a 1.4cm x 1.4cm by 2mm deep burn to the patient's left anterior thigh. The wound was excised by the surgeon and closed with a 4-0 monocryl suture and covered with a steri-strip and small dry sterile dressing.